Event description:
The customer called for assistance with performing a control test. She performed 2 tests and received a result of 336 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for evaluation, but she declined. No product will be returned at this time.